Manufacturer narrative:
The insulin pump was received with battery out limit due to corroded battery tube. The off no power worked properly. The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. The pump was received with minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call of an off no power with low battery indicator and battery out limit from the insulin pump. The customer's blood glucose reading was 220 mg/dl. The customer stated that a replacement battery cap did not resolve the issue. The customer stated that the battery did not last more than one week. The customer stated that he received an off no power and the battery out limit goes out as well. The customer stated that he did not receive a low battery alert prior to the off no power alert. The customer was advised to monitor the pump.